Event description:
It was reported that during a stent placement procedure in right femoral artery, the stent allegedly got foreshortened. It was reported that the stent allegedly failed to expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available, and images were not provided which leads to inconclusive evaluation result. Based on the information available the investigation is closed as inconclusive for stent foreshortening. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The closely describes holding and handling of the system during deployment; in particular the instruction for use state: 'remove slack from the stent system held outside the patient.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment.'. The instruction for use describes that the handle should be maintained in a fixed position. The instruction for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ diameter guidewire', and 'predilation of the lesion should be performed using standard techniques.' H10: b5, d4 (expiry date: 10/2023), g3, h6 (device). H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly got foreshortened. There was no reported patient injury.